Manufacturer narrative:
The actual lot number of the (B)(4) device involved in this complaint was not provided. As the lot number was not provided; it is not possible to establish if there were any devices from the affected lot number in stock at the time of the complaint investigation. The device involved in the complaint was not returned for evaluation; therefore, the customer complaint could not be confirmed and the cause of the complaint could not be conclusively determined. With the information provided, a document based investigation was carried out. The date of event was provided as the (B)(6) 2010. The implant date was provided as the (B)(6) 2010. As the stent migrated when the stent was being placed / implanted, it is believed that these two dates should be the same. For the purposes of this complaint investigation, the date is taken as the (B)(6) 2011 as it is the earliest date provided. Confirmation of the exact date was not provided by the facility despite numerous requests. Prior to distribution, zimmon pancreatic stent sets are subject to visual inspection to ensure device integrity. A review of the manufacturing records for the (B)(4) device involved in this complaint could not be carried out as the lot number involved in this complaint report was not provided. According to the instruction for use, stent migration is a potential complication. It is standard procedure to remove pancreatic stents as per the IFU 'this device should not be left indwelling for more than three months or as directed by a physician'. The IFU also recommends that 'periodic evaluation is recommended'. In this case, the physician knew that the stent had migrated during stent placement and he took the decision to leave the stent in place when the first attempt to remove the stent was unsuccessful. It is not known if the stent has since been removed. No corrective action is warranted at this time. The 2 year complaint history has been reviewed and it is believed that the likelihood of this type of occurrence is rare.

Event description:
The pt had pancreatic duct dilation due to ipmn. (Intraductal papillary mucinous neoplasms). On the (B)(6) 2010, the stent migrated during placement of the stent. The physician tried to remove the stent using a basket, but he could not remove the stent. The physician kept the pt under observation. Despite requests for further info, no further info has been received regarding the removal of the stent. We do not know if the stent has been removed. Note: hospitalization is answered 'yes' as the physician kept the pt under observation.